Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a failed self test. The blood glucose reading was not given. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed rf pic failed during the self test due to a faulty component on the radio frequency board. The pump was received with a cracked case at the display window corners, minor scratches on the reservoir tube window and minor scratches on the lcd window.